Event description:
Rn had previously spiked a bottle of albumin 25% 50 grams from same lot. Second bottle was attempted to be spiked and the rubber portion of the cap went into the bottle. The metal ring holding the cap appears to be intact.